Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 117.0 cm from the proximal end and the pull wire was completely withdrawn from the distal segment of the pusher assembly. The pusher assembly was kinked approximately 120.0 cm from the proximal end. The embolization coil was detached from the pusher assembly, had the proximal constraint sphere intact, and was inside the introducer sheath. The embolization coil had multiple offset coil windings. There was no visible damage to the introducer sheath. Conclusion: evaluation of the returned device revealed the pusher assembly was kinked and fractured, and the embolization coil had offset coil windings. This damage may have occurred due to forceful advancement of the ruby coil against resistance. The root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation revealed the embolization coil was detached from the pusher assembly inside the introducer sheath, and had the proximal constraint sphere intact. If the pusher assembly becomes fractured, it may allow the pull wire to retract from the distal detachment tip (ddt), which would cause the embolization coil to detach. The embolization coil was inside the introducer sheath, indicating that the detachment of the embolization coil likely occurred after successful withdrawal of the intact ruby coil from the lantern. Functional testing revealed that a demonstration ruby coil could be loaded onto, advanced through, and retracted through the introducer sheath without issue. Since a demonstration ruby coil could be advanced through the introducer sheath without issue, and since the ruby coil pusher assembly was unable to be functionally tested with its original introducer sheath, the root cause of the complaint could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil out of its introducer sheath and into the lantern delivery microcatheter (lantern), the technologist encountered resistance and was no longer able to advance the coil smoothly. The ruby coil barely made it into the lantern but was then removed since it was not advancing smoothly. Therefore, the procedure was completed using a new ruby coil and the same lantern. It should be noted that a rotating hemostasis valve (rhv) was not used during the procedure. However, the hospital staff did flush before and after each coil. There was no report of an adverse effect to the patient.